Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 8:00am at home. Caller stated that the end-user was unresponsive, so he tested her blood glucose with her prodigy meter and received a result of 64mg/dl. A normal result for this time of day is usually around 96-115mg/dl. Caller stated that he called paramedics about 5 minutes after testing, and no additional test were performed. No food medication or drink was consumed while waiting for paramedics. Paramedics arrived within 3 minutes and tested the end-user with their meter and received a result of 30mg/dl. Paramedics also tested the end-user using the prodigy meter and received a result 67mg/dl. The caller stated that the paramedics gave the end-user insulin, but he is unsure of how much or what kind. The caller only provided one medication that the end-user is currently taking. The paramedics transported the end-user to (B)(6) hospital located at (B)(6). Upon arriving at the hospital, the end-users blood glucose was tested with the hospital meter and they received a result of 30mg/dl. The end-user was administered insulin and was still in the hospital when the caller called to inform prodigy. No additional information was provided.